Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A patient with an external neurostimulator reported they were having numbing in foot, "pain in side of bladder", numbing in their leg, and overall not feeling well. The patient turned stimulation down to a more comfortable level. On (B)(6) 2016 the patient reported they were not able to void since their trial and it seemed to cause pain a couple of times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.